Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was unknown. The customer was treated with shots for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea, headache and chest pain. Customer stated that insulin pump had no delivery alarm and it won't came down. Offered customer emergency medical service but they declined. The insulin pump will returned for analysis.